Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery to left anterior tibial artery. A 2.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured. The device was removed without problem with the usual method and the procedure was completed with a different device. There were no patient complications reported post procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).

Manufacturer narrative:
E1 - initial reporter city: (B)(6)

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery to left anterior tibial artery. A 2.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured. The device was removed without problem with the usual method and the procedure was completed with a different device. There were no patient complications reported post procedure. It was further reported that the customer used spcb mr 3.5-15 first and then spcb mr 2.5-15. Also, both balloons got ruptured within 30 seconds.